Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During remote follow-up, high pacing impedance, high capture threshold, loss of capture, and r-wave amplitude variation were observed on the right ventricular (rv) lead. Device reprogramming is anticipated to resolve the event. No intervention has been performed at this time and the patient was stable and will continue to be monitored.

Event description:
Additional information was received indicating that the device was reprogrammed to resolve the event.